Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak came from a broken pinch valve (pv37). The fse replaced pv 37 resolving the leak. (B)(4).

Event description:
The customer reported approximately 50 milliliters of cleaner fluid leaked from the lh750 analyzer onto the countertop during shutdown. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.